Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient presenting with chronic dislocation. The surgeon determined that the liner had never been locked into the cup (both exactech), liner was toggling within the cup and had become very worn. The femoral head had to be removed to replace liner.